Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced the infusion set had been accidentally pulled out during use due to the tubing catching on something or the pump falling event on (B)(6) 2023. No further information available.